Event description:
Boston scientific received information that the patient implanted with this device was presented in the hospital with a ventricular tachycardia (vt) rate of 140. The patient was externally defibrillated as a result of the device not being programmed to recognize that rate. The device was reprogrammed and no further observations were reported.

Event description:
Additional information was received that this device was explanted for an unspecified reason. The device was returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.